Manufacturer narrative:
The distributor contacted heartsine to report a non-critical issue with their customer's device. The investigation identified a manufacturing defect in the battery which would have resulted in the AED not powering on. The fault was attributed to damaged battery cell insulation due to a supplier welding fault. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report a non-critical issue with their customer's device. The investigation identified a manufacturing defect in the battery which would have resulted in the AED not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.